Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Additionally, the patient reported this event. Thus, no initial reporter information has been provided due to eea patient privacy laws. A good faith effort will be completed to obtain health care professional (hcp) information. The device was not returned for analysis as the device was disposed of; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of no known device problem was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this device was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported. Multiple attempts were made to obtain device information and additional details of this case. However, no further information was received. Should additional information be received, a supplemental report will be sent. Additional information received indicates that the device was explanted due to reaching elective replacement indicator (eri). There was no reported malfunction associated with this explant. The device was disposed of by the health care professional (hcp). No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Additionally, the patient reported this event. Thus, no initial reporter information has been provided due to eea patient privacy laws. A good faith effort will be completed to obtain health care professional (hcp) information.

Event description:
It was reported by the patient that this device was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Additionally, the patient reported this event. Thus, no initial reporter information has been provided due to eea patient privacy laws. A good faith effort will be completed to obtain health care professional (hcp) information.

Event description:
It was reported that this device was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported. Multiple attempts were made to obtain device information and additional details of this case. However, no further information was received. Should additional information be received, a supplemental report will be sent. Additional information received indicates that the device was explanted due to reaching elective replacement indicator (eri). There was no reported malfunction associated with this explant. The device was disposed of by the health care professional (hcp). No adverse patient effects were reported.